Event description:
This lead was found to be dislodged the day following implant, while the patient was still in the hospital. The lead was successfully repositioned that same day and all records indicate it remains actively implanted. Should additional information become available, this event will be updated.